Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device would not pair. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. The reported event of the device not pairing is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.